Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the fiber cap exhibits devitrification and melted glass; the glass cap exhibits mild detritus buildup around the devitrification. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph prostate procedure at 165,887 joules and 34 minutes of usage; fiber break near the cap and forward firing condition was noted. The procedure was completed with second fiber at 400,000 joules of use. Patient outcome: "no injury" to the patient was reported.